Manufacturer narrative:
Implant date=2018.

Event description:
A report was received that the patient had undergone a revision procedure to replace their depleted novi ipg. The physician believes the battery depleted too quickly as the patient was just implanted in 2018. The patient is doing well post operatively and the ipg will be returned for analysis.

Manufacturer narrative:
Product investigation was completed, and it was confirmed that the non-rechargeable ipg had reached the end of service life; however, the device exhibited normal characteristics.

Event description:
A report was received that the patient had undergone a revision procedure to replace their depleted novi ipg. The physician believes the battery depleted too quickly as the patient was just implanted in 2018. The patient is doing well post operatively and the ipg will be returned for analysis.